Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "if patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries >5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site." Abando, a., hood, d., weaver, f., katz, s., the use of the angioseal device for femoral artery closure. J vasc surg 2004;40:287-90." "Pediatric patients or others with small femoral artery size (< 4 mm in diameter). Small femoral artery size may prevent the angio-seal¿ anchor from deploying properly in these patients." The complaint cannot be confirmed for the alleged failure as the device performed as it is intended. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used for hemostasis after a percutaneous coronary intervention (pci) and hemostasis was successfully achieved. The patient might have pain after the procedure; however, the detection of the vessel occlusion was delayed as the patient had stenosis in the iliac artery and superficial femoral artery. On the next day of the procedure, the patient complained of pain to the physician. As the physician suspected the vessel occlusion, an angiography was performed, and it revealed complete occlusion of the vessel of the puncture site. A balloon dilation in evt was performed. The angiography revealed that the vessel was recanalized as substances that caused the occlusion was being pressed to the right side of the vessel. Then the patient began to recover. The sheath ancillary used was 8fr, 40cm. A roadmaster guiding catheter (8fr, sl3.5, w/side hole, goodman) was used. The patient's vessel was generally thin, although there was no calcification or stenosis on the vessel of the puncture site was observed on the angiography. Therefore, it was not supposed to be caused unfitting of the anchor on the vessel wall or dropping the collagen sponge in the vessel. When the poba was performed, the anchor was confirmed by the angiography, the physician thought that substances such as clot was attached to the anchor and it gradually became bigger. Then it might cause the vessel occlusion as the patient's vessel was thin. The estimated blood loss was less than 250cc. The patient had recovered. Poba was performed and successfully completed. There were no other devices or equipment being used with the reported product. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 5 mm.